Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate on multiple occasions. Reportedly, the pump was behind by 3 minutes. There was no reported impact to customer's blood glucose level. Tandem technical support guided the customer through setting the correct time.